Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a motor error alarm during a bolus. The customer's blood glucose level was 25 mmol/l. The caller was advised to change their entire set. The product was not replaced or returned.